Manufacturer narrative:
The device was not returned for evaluation. Device history records were reviewed and no discrepancies or anomalies were found. Based on the available information the root cause of this incident could not be determined. According to thermage cpt system technical user manual burns and swelling are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit.

Manufacturer narrative:
The treatment tip was returned for evaluation. During evaluation, the treatment tip passed flow, leak, thermistor testing. A visual inspection found dielectric membrane breakdown to the tip surface. Breakdown of the membrane can cause the radio-frequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Both the thermage user manual and technical bulletin tb-19 instruct the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems, clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. In addition to recommending frequent tip membrane inspection, solta emphasizes its recommendation to carefully monitor the condition of the patient¿s skin during treatment. In the case of damage to membrane, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Reportedly, spotted swelling and skin peeling on the right cheek were observed during the treatment. The highest energy level used was 5.0, and a black spot build-up was noticed on the treatment tip during treatment. Reportedly the patient¿s reaction to the treatment was assessed as a first degree burn. The next day, swelling in the left side of the face and small scabs on the right side of the face were observed. The patient was given kenacomb ointment (gramicidin + neomycin sulfate + nystatin + triamcinolone acetonide) and cephalexin antibiotic medication for two weeks to treat the injuries. Reportedly patient had a previous history of severe swelling after similar skin treatment.